Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since adhered foreign material at objective lens was confirmed, the event may have occurred by dirt. However, we could not specify cause of the event for further analysis was difficult due to change of dirt or status of the device. The material at objective lens could be originated from silicone type chemical such as anti-foaming agent. However, we could not specify how, when, and what material adhered to the lens. A definitive root cause cannot be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU: gif-1200n operation manual chapter 3 preparation and inspection states detection methods. IFU: gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.